Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection confirmed the damaged downstream occlusion (dso) seal. Functional testing revealed no issues. The event history log was reviewed, and no issues were observed. The dso seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) seal was ripped. There was no patient involvement, and no patient harm/adverse event reported.